Event description:
It was reported that the pressurewire x, wireless device was calibrated and equalized successfully. However, the device had no pd curve on the screen (lost signal) of the coroventis. The pal lighting at the time was a green light. Therefore, the device was removed from the patient, and the procedure was completed with another pressurewire x device. There were no adverse patient effects and no clinically significant delay in the procedure. Return analysis revealed there was a break on the proximal tube but was held together by the corewire 34cm distal to the proximal end of the device. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported signal loss was not able to be confirmed due to the returned condition of the device (material break to proximal tube of guidewire). Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported communication problem (signal loss) appears to be related to circumstances of the procedure. The returned guidewire was noted to be damaged (bent throughout) which caused a material break to the proximal tube and resulted in the reported signal loss. In this case, it is likely that the guidewire damage was caused by the use or handling techniques employed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.